Manufacturer narrative:
Further information regarding this event has been requested. Investigation results , results/method and conclusion codes will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 30 mm amplatzer pfo occluder was selected for a pfo-closure. After positioning the device, the left atrial disc didn't unfold correctly and stayed in a "balloon-like¿ shape. The device was recaptured and replaced with a new 9-pfo-030. The procedure was completed successfully. No patient consequences reported.

Manufacturer narrative:
Additional information g4, h2, h3, h6 & h10. An event of the device deforming upon deployment was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information d10, g4, h2, h3, h6, h10. The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.